Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted for the treatment of a 57 mm in diameter abdominal aortic aneurysm. It was reported that during the index procedure a type iii endoleak, fabric in the ipsilateral limb was observed by the physician. The limb was re-lined; however, the endoleak did not fully resolve. There was no treatment planned, however, the patient will receive additional treatment if the endoleak does not resolve. The physician stated that the cause of the event was unknown. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Film evaluation results are: angiogram images during implant were reviewed. The bifurcate was brought up the right side and was seen deployed just below the renal arteries. The contra gate opened on the left side. The bifurcate ipsi limb was extended ~2cm with another limb which was positioned distally into the right common iliac artery. On the left side the contra limb was seen having been implanted overlapping the gate up to the level of the flow divider, and a limb extension was seen implanted into the left common iliac artery. With the injector positioned above the suprarenal stents, contrast blush was seen primarily along the patient¿s right side just below the level of the flow divider, and to a lesser extent on the left side of the bifurcate from near the level of the flow divider extending ~2cm below the flow divider. Contrast was also seen along the left side of the contra limb ~3 ¿ 4cm below the level of the gate. Both endoleaks appeared most likely to have been a type IV endoleak. With the injector pulled down into the aortic body (just above the flow divider) and then into the gate, the previously seen endoleaks were again observed. The injector was then placed inside the right/ipsi limb, just below the flow divider, and the likely type IV endoleak was again seen along the right side of the bifurcate ~1cm below the flow divider near the injector nozzle. The ipsi/right limb was then seen relined within another endurant limb, placed proximally just above the flow divider, extending distally to ~4cm below the level of the gate. Final angio with the injector placed within the bifurcate aortic body showed the same likely type IV blush (slightly reduced in strength) coming from near the flow divider and the proximal end of the relined limb. The previously seen endoleaks on the left side of the bifurcate/contra limb were not clearly visible. The exact cause and type of endoleak seen during implant could not be determined from the films provided. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Although an acute type iii fabric endoleak or a type ii endoleak cannot be ruled out, this appeared most likely to have been an type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. Pending planned follow-up to verify if the endoleak self-resolved; confirming the type IV endoleak.